Event description:
It was reported that patient fell on their device and it was not giving a signal anymore and the system will be replaced. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.